Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheters were "jumbled" together and a cardiac perforation occurred. On (B)(6) 2019, an ablation procedure was performed for atrial fibrillation using an intellamap orion catheter and an intellanav mifi oi catheter. A lamp 45 and a lamp 90 sheath were used. At the tail end of the procedure, while we had catheters in the right atrium, a perforation in the heart occurred. The other two non-boston scientific catheters that were in the right atrium as well were a coronary sinus (cs) catheter and a 20 pole duodeca catheter. It was hard to say what caused the perforation. No resistance was mentioned, but what was mentioned by the physician was that a few of the catheters were "jumbled" together and he was trying to free them. As of (B)(6) 2019, the patient was doing fine.